Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the complaint of frozen and superimposed screen images while on the home screen was duplicated. The display was observed to be dim, fading, and discolored. Unrelated to the original complaint, the battery compartment was found to be cracked above the bumper pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. It was reported that parts of the display screen remained frozen and superimposed on the home screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.